Event description:
It was reported that occlusions alarms occurred. Reportedly the customer was hospitalized due to diabetic keto acidosis. Multiple follow attempts were made by tandem customer technical support (cts) to obtain further information; however, no response was received by the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.